Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. Technical support advised the customer on troubleshooting steps, but the customer chose not to follow through with the suggested bolus test. The customer changed their supplies and resumed insulin therapy.